Event description:
It was reported that during a lap nissen procedure, the shear stopped working inside pt. Not noted how case completed. No pt consequence.

Manufacturer narrative:
Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a genrator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.